Event description:
It was reported that the pump shut-off twice during a procedure causing bleed-through into the surgical site. The procedure was completed using an ankle tourniquet. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.